Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent; the pusher is distal to the stent sheath indicating deployment. The inner catheter cardan tube is broken at the distal end directly proximal to the tip. Elongation at the break site indicates that excessive tensile force was present before break. The investigation leads to confirmed result for inner catheter break at the distal end. No indication of a manufacturing related cause was identified. In this case, the vessel was non tortuous but calcified. A system compatible 6f introducer and 0.035¿ guidewire was used, the guidewire advanced smoothly, the lesion was predilated, and no difficulties were reported during deployment. Abnormal resistance occurred only during retraction. Based on the information available, the investigation is closed as confirmed for an inner catheter break and distal end detachment. A definitive root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014 inch (0.36 mm) 0.035 inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' And 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use further states: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. G3, h6 (device, method, result, conclusion) section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent 5f vascular stent. It was reported that during the procedure the tip of the delivery system was tattered by pull back. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4 (medical device catalog #), g3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent 5f vascular stent. It was reported that during the procedure the tip of the delivery system was tattered by pull back. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent 5f vascular stent. It was reported that, during the procedure the tip of delivery system tattered by pull back. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.